Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The burr that was generated was likely the result of the machining process and was not detected during the inspection step as recorded in the manufacturing records. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
T was reported that a blocker was damaged during installation in surgery. The blocker was removed and replace with an alternative one. There were no reports patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a blocker was damaged during installation in surgery. The blocker was removed and replace with an alternative one. There were no reports patient impacts.